Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the pt's mother, some time in the fall of 2006 the pt stopped making progress with her cochlear implant system and did not respond to sound as well as she used to. The pt reportedly has cognitive delays and is not able to provide feedback about sound quality. The results of an integrity test done the end of the same year, were consistent with normal receiver/stimulator function with several malfunctioning electrodes. Suggestions for reprogramming the sound processor with the problematic electrodes deactivated were provided. The programming changes did not alleviate the problem. The pt, her parents and healthcare providers decided that the pt's device will be explanted and a new device will be reimplanted. No info on the surgery schedule has been provided.